Event description:
It was reported that the syringe 10ml e/t 22g 1-1/2in tw experienced scale marking permanency issues. Product defect was noted prior to use. The following information was provided by the initial reporter: without scale.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/28/2020. H.6. Investigation: one photo and one sample was received by our quality team for evaluation. From visual inspection, missing print was observed on the returned sample. Therefore, the team was able to confirm the customer experience. A device history record could not be evaluated as the lot number is unknown. The manufacturing process was reviewed. The product technician uses a thinner to clean the printing pad and if their gloves had some thinner on them and they accidentally touched the products, the ink scale could have potentially been rubbed off. There is an outgoing inspection to check on the barrel printing, functional test, and ink permanency test, as well as a in-process visual inspection to check barrel printing. It was communicated with the production technician to change and replace gloves after cleaning the printing pad and to clear the products in the line near the cleaning area.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 10 ml e/t 22 g 1-1/2 in tw experienced scale marking permanency issues. Product defect was noted prior to use. The following information was provided by the initial reporter: without scale.